Manufacturer narrative:
During the device evaluation, corrosion and dust were observed on the top cover, chassis, harness, the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center sporadically does not start up, several start-up attempts are necessary. The issue was found during preparation for use. The device was returned to olympus for evaluation. Inspection and testing of the returned device found the button switch(es) on the front panel did not work due to circuit board failure in the front panel due to liquid intrusion into the equipment. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿the button switch on front panel does not work¿, was due to water invasion and dust. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.